Manufacturer narrative:
G4: 08oct2020 b4: (B)(6) 2020 the replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24nov2020. B4:25nov2020. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported nav-ring failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.